Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1500666 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician found that the staples were stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened unit 528235 visistat 35w 6/box for investigation. The customer also returned one representative sample sealed in its packaging. The returned staplers were visually examined with and without magnification. Visual examination of the returned used stapler revealed that the stapler appears typical. The staples appear to be aligned correctly. No defects or anomalies were observed. The stapler was received with 11 staples remaining in the coverblock indicating that 24 staples were fired by the end user. The representative sample was removed from its packaging and visually examined. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned used stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, one properly formed staple was deployed. Upon release of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. No functional issues were found with the returned stapler. The other remarks: representative sample was removed from its packaging and all staples were fired from the stapler. All staples were able to properly form and release from the stapler. No functional issues were found. Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of staples stuck in the stapler was not confirmed based upon the samples received. The returned staplers were able to form and release all remaining staples in the coverblock. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned staplers. No further action will be taken.

Event description:
The physician found that the staples were stuck during use. The patient's condition was reported as fine.